Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 40 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low bg event. The customer visited to emergency room on (B)(6) 2022. Blood glucose level at the time of emergency room visit was 26 mg/dl. The customer was not able to recall the treatment they received at the time of hospitalization. Customer was not using auto mode. The customer¿s current blood glucose reading was 425 mg/dl due to low blood glucose level. Troubleshooting for the customer¿s low blood glucose was performed. No further customer complications were reported.